Manufacturer narrative:
Unique identifier (UDI): (B)(4) - the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The patient reported that upon removing her cassette during treatment, it was noted that a fluid leak occurred along the cassette door. No alarms or error messages were reported, while the treatment occurred. No patient adverse events were reported. No changes to the patient's status were reported. No additional complications occurred during treatment. The set was discarded.